Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer went approximately 8 hours with no insulin injection from the pump without noticing due to e4, occlusion error. Customer was taken to hospital where she was admitted; treated received was not provided. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The customer failed to resolve the reported error.